Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming 46860 for the second time. The medication used was 5-fu. They opened then closed the battery door. The pump was powered on, and the loss of power alarm was acknowledged. The screen reads running continuous reservoir empty in 17 hours and 5 minutes. No patient harm or no patient injury. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump was alarming 46860. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.